Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient said they wet the bed the last two nights and decided that they needed to increase stimulation a bit. They further increased to 2.9 v last night, thinks that is too much, but can't get it to go back down. It was reviewed and the patient was able to decrease stimulation to where they had stimulation previously (2.7 v). The patient then asked why, all of a sudden, they were wetting the bed. They then admitted to taking sleeping pills and inquired if they were sleeping through their bed wetting. Patient was advised to connect with their healthcare provider (hcp). The patient is no longer leaking or trickling during the night. A fall was noted to be related to the issue; they fell a few weeks ago. As a result of the event, the patient was redirected to their hcp to monitor symptoms and discuss changing programs if the current settings aren't helping. No further patient complications have been reported as a result of this event.